Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 511 mg/dl. Customer reverted to using another pump and bg lowered to 110 mg/dl. Customer alleged pump was not delivering insulin properly. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Upon follow up, customer discussed event with tandem clinical diabetes specialist and reported pump was "working fine".